Manufacturer narrative:
The device was repaired at customer site. Event history log (ehl) was provided. On review of the ehl, an occurrence of primary audible alarm post was verified.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm before infusion. No adverse effects were reported.